Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 449 mg/dl. Customer treated with manual injection for high blood glucose. The customer was assisted with troubleshooting. The customer states that insulin pump turned off, then they changed the battery and turn it back on but after 5 minutes it turned off again. The customer states that they were in the hospital and continuously being monitored and delivered another insulin to correct their blood glucose. The insulin pump will not be returned for analysis.